Manufacturer narrative:
A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with diffuse lamellar keratitis (dlk) stage 1+ in the left eye (os) at 1the day post-operative exam. The surgery center noted there was no clumping and no central. The patient comments were of good vision and comfort. Oral steroids (medrol dosepak) were prescribed and topical steroid dosage was increased to resolve symptoms. Best corrected visual acuity (bcva) from (B)(6) 2018: right eye pre-op 20/20 -4.00 x -.25 x 132, left eye pre-op 20/20 -3.75 x -.75 x 46.